Event description:
Report received from the USA stating that the device had a "damaged bearing" issue. The device was not used during surgical procedure. It is unknown if there was any user or pt injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device is currently undergoing eval. The investigation is still in process. Once the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).